Event description:
Information received indicates the head section of the stretcher will not lower.

Manufacturer narrative:
The technician isolated the issue to the left gas spring which would not release. He replaced the gas spring to repair the bed.